Event description:
It was reported that the shaft break occurred. The 90%-95% stenosed target lesion was located in the mildly tortuous and not calcified left anterior descending artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure the shaft break and failed to cross the lesion. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 38 x 3.50mm stent delivery system (sds); catheter was returned for analysis. A visual and tactile examination of the hypotube found a shaft break at 22cm distal to the distal end of the strain relief. No issues identified with the outer/mid-shaft sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage.